Manufacturer narrative:
Product analysis: it was further reported in analysis that the instrument was returned unrepaired to the customer on their request. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) selector knob was broken off. It was determined at analysis that the back light on-off difference test was failed at incoming functional test. It was noted that the liquid crystal display (lcd) was defective. The hanger assembly was broken. The upper case was broken. Additionally, it was noted that the atrial and ventricular patient connectors were broken. Battery had low voltage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator's (epg) selector knob was broken off. The epg was returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.